Event description:
A pump declared an altitude alarm 21 was reported. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer had previously reported the issue with the same pump, and technical support decided to replace the pump. However, the customer was unavailable for immediate replacement, and arrangements were made for technical support to call back and continue the process.